Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros tropi es results were obtained from a single patient sample processed on a vitros eci immunodiagnostic system. The most likely assignable cause of this event was instrument related. Performance testing of the vitros eci immunodiagnostic system showed that the instrument was not operating as expected at the time of the events. Service actions were carried out to the instrument, after which acceptable performance was observed from precision testing. Although not a likely contributing factor to the events, inappropriate pre-analytical sample handling could not be entirely ruled out. It could not be determined whether the customer was following the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation found no evidence the vitros tropi es reagent malfunctioned.

Event description:
The investigation has determined that non-reproducible, higher than expected, vitros tropi es results were obtained from a single patient sample tested on a vitros eci immunodiagnostic system. Patient sample results of 0.232 and 0.057 ng/ml vs. The expected repeat results of <0.009 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The non-reproducible, higher than expected, tropi es results were not reported outside the laboratory and there was no reported allegation of patient harm. (B)(4).